Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative on 2025-jun-12. The catheter was being returned. It was further reported on (B)(6) 2025 that catheter discomfort had occurred. The catheter portion in the intrathecal space felt stiff.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a distributor (dist) indicated that the reason for the catheter replacement surgery was that on (B)(6) 2025, the back catheter seemed to be cramped at the anchor and there was an abnormality in the fluctuation rate, so the anchor was released, and while trying to fix it again, the catheter was accidentally fractured and re-connected with a connector. At the same time, the pump was replaced. It was stated that when the computed tomography (CT) scan was checked after the operation, it seemed that the back catheter was cramped again, so it was decided to replace the back catheter the next day at the request of the patient. The catheter was implanted on (B)(6) 2019 and explanted on (B)(6) 2025. It was stated that the issue was resolved. Additional information received from a foreign health care provider (for, hcp) via a distributor (dist) indicated that the model number of the pump was 8637-20 with an implant date of (B)(6) 2019. The serial number of the pump was also provided. Clarification of "fix it again" was asked regarding the statement, "the anchor was released, and while trying to fix it again" and it was stated that it could be re-fixed by reconnecting it with the connector. The first time the issue with the catheter being cramped at the anchor and abnormality in the fluctuation rate was observed on the same date (B)(6) 2025. It was stated that the issue did not occur with a different catheter.

Manufacturer narrative:
Continuation of d10: product ID 8781, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2025, product type catheter; product ID neu_ascenda_cath, serial# unknown, product type catheter; product ID 8781, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2025, product type catheter. H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6): product type catheter product ID 8781 lot# serial# (B)(6): product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 28-jul-2020, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor (dist) regarding a patient receiving an unknown drug of an unknown concentration at an unknown dose rate via an implanted infusion pump. It was reported that when the catheter was replaced, they felt that there was a difference in the hardness of the new and old catheters. When compared to the new catheter, the old catheter portion that had been placed in the intrathecal space felt hard. A request to investigate the differences in catheter stiffness and quality was indicated. No patient symptom was reported.

Manufacturer narrative:
H3: analysis of the unknown ascenda catheter identified a kink in the catheter body. Analysis of the returned model 8781 catheter identified damage on the catheter body which is consistent with explant damage. The damage did not affect the performance of the model 8781 catheter in the laboratory. Regarding the report of the catheter having felt hard/stiff, analysis investigated the distal portion of the returned catheter and determined the material to behave as typical of other model 8781 catheters explanted after similar implant exposure times. H6 update: the previously applied device code a26 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.